Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values 5 days after the sensor was inserted in the abdomen. The patient was grocery shopping at the time of the event. She was not paying attention to the cgm but did not hear any alarms or alerts at the time. She had no symptoms prior to loss of consciousness. The grocery staff called an ambulance, and she was transported to the hospital. The patient was lying in a hospital bed when she regained consciousness. At the hospital the blood glucose reading was 36 mg/dl and the cgm was reading 115 mg/dl. The patient determined that at the time of the loss of consciousness, the cgm was inaccurate and cgm values were higher than her bg level, so she did not hear an alarm. She did not remember any treatments she received to stabilize her bg level, but remembered she also received treatment for a skull fracture on the rear part of her head which occurred when she lost consciousness. The patient was discharged after 3 days in stable condition. At the time the event was reported she felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.